Event description:
A physician reported that during a vitrectomy surgery, after attempting the fluid-air exchange during several minutes, with a pressure around 30 and 40 mmhg and without the air coming out, the pressure had to be increased to 70 mmhg during 55 seconds in order to allow the air to start coming out. Per reporter, this situation caused severe hypotonia to the patient. This hypotony lead to a postoperative retinal detachment. Additional information has been requested but not received to date.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Evaluation summary: intraocular surgery has always been recognized to induce substantial intra-ocular pressure (iop) fluctuations, this is true for both anterior (i.e. Cataract surgery) and posterior segment (i.e. Vitrectomy) surgeries. Acute ocular hypotony is common during many intraocular surgeries. Intra-operatively, maintenance of eye pressure is a balance between infusion (irrigation) and extrusion (aspiration) with both parameters actively controlled by the surgeon and with the advent of iop control features, supported by vitrectomy/phaco machines. Hypotony (<5mmhg) is in fact fairly common in eye surgery that most eye surgeons anticipate this to occur during surgery. Surgeons have been trained to recognize and mitigate this by adjustment of the previously mentioned parameters be it manually or through the machine to adapt to what is being performed during surgery. The operators manual notes the system is a closed loop system that adjusts iop. The iop control cannot replace the standard of care in judging iop intraoperatively. The surgeon must continue the common practice of informally judging the following: finger palpation on the globe, tactile feedback of the surgical instruments, retinal vessel perfusion/pulsations, and presence of corneal edema. If the surgeon believes the iop is not responding to the system settings and is dangerously high, the surgeon can do one or more of the following as they deem appropriate in this situation (with care to avoid sudden hypotony): close the infusion stopcock, pinch the infusion line, and/or remove the infusion line. To ensure proper iop compensation calibration, place infusion tubing and infusion cannula on a sterile draped tray at mid-cassette level during the priming cycle. There is no evidence contained within the reported information at this time that indicates that the design or performance of the system contributed to the event. The system met specifications at the time of release. As the customer did not retain the finished goods lot number for the consumables, device history record (DHR) and lot history could not be reviewed. The returned sample was visually inspected and no obvious defects were observed. The auto infusion valve (aiv) manifold was then tested using an external pressure source to perform a cracking pressure test. The pressure was incrementally increased until the valve actuated. The sample was non-conforming due to the higher than expected cracking pressure. The customer should be reminded that the directions for use (dfu) states to visually confirm that adequate air and fluid infusion flow is occurring prior to attachment of the infusion cannula to the eye. The root cause of the customer¿s complaint was the failure of the device to switch from fluid to air whereby the aiv failed to open or had a high cracking pressure (pressure required to open the aiv to allow air passage).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).